Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter, within the same surgery due to low vaulting. The lens was replaced during the same surgery with a longer lens and the problem was resolved. Cause of the event was unknown.